Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator that it was failing the operational check. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. A quote was created for a diagnostic evaluation by philips. However, the customer did not accept the quote. Based on the information available, the cause of the reported problem is unable to be determined. The reported problem was only confirmed by the customer. The service representative provided a quote for the diagnostic evaluation; however, the quote was not accepted, and the case expired and then was cancelled. The device remains at the customer's site. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx does not pass the auto-test. There was no reported patient involvement.